Manufacturer narrative:
A medtronic representative performed a system checkout after fuse replacement. The system passed all software and hardware testing. No fault found. System performed properly. Issue resolved.

Event description:
A medtronic representative called to report a complaint that when the o2 was moved into the or (operating room) and plugged in, the mvs mobile viewing station) power board fuses were blown and had to be replaced. He had a spare set of fuses and replaced them. Replacing the fuses resolved the issue. This was discovered before a patient was present.